Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the transcatheter delivery system was being removed from the aortic arch sheath, the sheath pulled out and the patient exsanguinated three liters of blood and their blood pressure dropped. The patient was administered a blood transfusion and the issue resolved. Subsequently, a tear in the aortic arch occurred during an increase in blood pressure as the patient was being stabilized for massive blood loss. The patient underwent surgical intervention, and sutures were placed to control the bleeding which resolved the bleeding. Five days post-implant, the patient presented with pleural effusion requiring chest tube insertion. No other adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned and without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Additional information was received which indicated that approximately one month and fourteen days post valve implant the pleural effusion continued. Seven months and seven days post valve implant, the pleural effusion was reportedly resolved. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.